Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transferred while on ventricular assist extracorporeal membrane oxygenator support with noted possible inflow occlusion. Log files were submitted for review which captured many low flow estimates and hazards as well as low speed advisory alarms as a result of the pump speed falling below the low speed limit until it was restored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of possible inflow occlusion was unable to be confirmed as no product or images were available. Review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding and the report of possible inflow occlusion could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms on 13apr2026 and 14apr2026. Several changes to the set speed were also captured in the log files. It was noted that the low flow alarms captured on 14apr2026 were associated with the set speed being decreased and resolved after increasing the set speed. Some of the changes in set speed on 14apr2026 decreased the set speed to below the low speed limit, which activated the low speed advisory alarm per design until the set speed was increased. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) outlines instructions for implanting the pump and provides an explanation of all pump parameters, including speed, flow, and power. The IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. The IFU also outlines how to determine the optimal fixed speed and low speed limit. This document states that the low flow alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including speed, flow, and power. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. Section 5 "surgical procedures" of the IFU (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. This section (under ¿implant procedures¿) additionally warns to "inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow." Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.